Event description:
We have received an e-mail from sr gbp manager for em stating: "as part of our investigations, we have obtained samples from a suspected seller of counterfeit gst reloads in turkey ((B)(6) medical).

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show twelve tyvek with product code gst60g, lot # t40g16, exp. Date: 2025-05-31. The lot number was reviewed, and it belongs to a b12lt device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-04-30. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed.